Manufacturer narrative:
Reliability analysis inspected 4 opened/used infusion sets and performed manual prime and high pressure test per (B)(4) using a new lab reservoir along with a 5xx pump. All 4 infusion sets failed per specification. The infusion sets found occluded at the quick release connection and septum sides. (B)(4).

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer stated that she got a no delivery because of the quick release at the needle. Customer's blood glucose was 133 mg/dl. Customer stated that she threw out 11 infusion sets since they wouldn't prime. Customer stated that it gets clogged between the quick release and when the needle is on it. Customer stated that she will return the bad sof sets for analysis.